Manufacturer narrative:
An event of pericardial effusion lead to cardiac tamponade and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient's left atrial appendage had chicken wing morphology. After the procedure, the patient's blood pressure began to decline. A stat echocardiogram and chest x-ray were performed. The patient was diagnosed with a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed. The patient status was stable. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The patient was noted to be on eliquis prior to the procedure. The patient's left atrial appendage orifice was measured at 28mm, the depth was 27mm, and the landing zone was 22mm. Transesophageal echocardiography (tee) was used during procedure. The left atrial appendage had chicken wing morphology. The patient's atrial pressure was 9mmhg and 250cc of saline bolus was administered. Heparin was administered, and the patient's activated clotting time (act) levels were greater than 250 seconds. The device was implanted. At the end of the procedure, protamine was administered to reverse the heparin. 16 hours post-implant, the patient's blood pressure began to decline. A stat echocardiogram and chest x-ray were performed. The patient was diagnosed with a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed. The patient had a prolonged hospitalization for monitoring. The patient status was stable.